Manufacturer narrative:
(B)(4). There was no report of patient injury or medical intervention associated with this event. The lot was manufactured april 20, 2014 to april 21, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report was initially reported to baxter on (B)(4) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor elastomeric device was involved in an underinfusion incident. According to the report, the expected infusion time was 48 hours, but after the infusion had ended, the device still contained approximately 10-30% of the original volume (240 ml) inside of the reservoir. A non-baxter, 20g needle was used with the device. There was report of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.